Event description:
It was reported that the programmer was making a "funny" noise and shutting itself down. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer was making funny noises and shut itself down, however the power supply and system fan were replaced as preventive measures. During analysis the programmer was out of specification on the common mode/wrist electrode functional tests and additionally the electrocardiogram connector was loose and therefore the link electronic module board was replaced and calibrated.